Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for upgrade and states that he has had syncopal epidsodes that had become more frequent and severe in the past six weeks. The right ventricular lead exhibitd oversensing leading to pacing inhibition. The lead was capped and replaced.